Event description:
It was reported that (12) devices were used during a laparoscopic cholecystecotomy. It was reported by the affiliate that the 512s gaskets are torn. There was no consequences to the patient.